Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was making a noise, was beeping, and the buttons did not respond. Customer's blood glucose level was 262 mg/dl. The insulin pump was making a constant tone and the display was frozen. The time did not change. When the customer placed the battery back in, the insulin pump alarmed unexpected restart. Then the insulin pump alarmed the flash is incorrect for factory stored information, unexpected restart again, and external error shortly after inserting a new battery. The self-test passed. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with normal operating currents and passed the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was monitored for two days and no unexpected signal too low alarms, flash error alarms, unexpected restart alarms, frozen screen, audio alarms, or no button response occurred. Observed the system clock time and date incrementing properly. Removed the test battery several times during the monitoring period and the pump display turned off properly. The insulin pump received with minor scratched lcd window and scratched reservoir tube window.